Event description:
It was reported that three fibers failed. The third fiber melted on the laser, indicative of a fiber break and error 150: "laser deck - fiber not connected" was displayed. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that the fiber melted on the laser, and error 150: "laser deck - fiber not connected" displayed. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.